Event description:
Implant card was received reporting generator replacement due to low battery. The suspect device has not been received to date.

Manufacturer narrative:
B5. Describe event; corrected information, initial report inadvertently omitted information known prior to submission. D6b. If explanted, give date; corrected information, initial report inadvertently omitted information known prior to submission. H6 adverse event problem codes; corrected information, initial report inadvertently omitted coding.

Event description:
It was reported that the patient has been experiencing an increase in seizure over the past few months. The physician noted battery was low and referred patient for a generator replacement due to low battery. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.